Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 1,400 mg/dl. Customer was treated with intravenous insulin and saline. At the time of the report, the customer was still hospitalized. Reportedly, the pump battery fully depleted and the pump subsequently shut off due to the customer not charging the pump. Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.